Event description:
It was reported that a large volume infusor had tubing stuck. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which revealed a segment on the tube set had been damaged; indentation marks from the flow wrap sealer equipment were observed. The reported condition was verified. The cause of the condition was a manufacturing related issue caused by the flow wrap sealer equipment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.